Event description:
The patient¿s device was implanted in (B)(6) 2013, and the patient returned to the hospital due to increased spasticity and fever; the spasticity was specifically located in the patient¿s legs. The telemetry was completed with difficulty and the pump logs revealed no alarm messages and the logs were ¿ok.¿ a cap (catheter access port) test was performed which showed that the expected volume was 8.8 ml was consistent with the actual volume aspirated from the pump reservoir (9 ml). The physician noted an edema near the connection between the segments of the catheter. It was additionally noted that the patient ¿felt [fell] down¿ some months previous to the date of this report. The physician prescribed an antibiotic therapy and an rx. The physician planned a revision of the connection between the distal and proximal catheter segments, but it was not noted as to when this would take place. Troubleshooting for the catheter was also planned for the future, but it was not indicated when this would take place. The patient was hospitalized due to the event, and it was noted that the event had not been resolved, nor was the cause of the event determined. Drug in the pump was baclofen. Additional information received later on (B)(6) 2013 indicated that no troubleshooting will be performed. At interrogation of the pump today the pump was ok and also the patient felt better. The increased spasticity was probably due to the fever and the physician is not afraid there¿s something wrong with the pump system.

Manufacturer narrative:
Product ID 8731sc, serial# unknown, product type catheter product ID 8840, serial# unknwon, product type programmer, physician. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information: patient felt fine after antibiotic treatment and the fever had gone away. Per reporter, the physician was confident that the issue was not related to the pump.

Event description:
Additional information: it was reported that the cause of the edema was unknown and the physician excluded it as being related to pump therapy.